Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr; qc 2: 2.7 inr; qc 3: 2.8 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The returned and the retention material met the specification.

Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the stago neoplastin reagent. At 9:40 am, the result from the meter was 3.5 inr. The customer went to the emergency room due to an elevated heart rate of 160 beats per minutes. Customer was observed and had a lab draw but did not receive any medical treatment for the elevated heart rate. The result from the laboratory within 4 hours was 2.6 inr. The customer's therapeutic range was 2.5-3.0 inr.